Manufacturer narrative:
The subject device remains implanted in the patient.

Event description:
It was reported that during a coil embolization procedure, the subject coil was repositioned several times and prematurely detached in the aneurysm. The entire coil was able to be deployed into the aneurysm and the procedure was successfully completed with no impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed and an assignable cause was unable to be determined.

Event description:
It was reported that during a coil embolization procedure, the subject coil was repositioned several times and prematurely detached in the aneurysm. The entire coil was able to be deployed into the aneurysm and the procedure was successfully completed with no impact to the patient.